Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead impedance has gradually increased from 500 ohms to 1700 ohms. It was further reported the threshold has also increased and the device is programmed to maximum output. The lead was capped and replaced. No patient complications have been reported as a result of this event.